Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device did not want to close first clip? Did jaws of device not close when firing? Did device fire, jaws did close, but clip was fired unformed? Or was clip fired partially closed? The jaws of the device did not close so they did not close clip at all. Device was fired, jaws did not close; clip was not formed. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a cholecystectomy procedure, the device did not want to close the first clip (or any other later). The clip could not be closed when the device was placed on duct. Another like device was used to complete the procedure. There was a delay of three minutes. There were no adverse consequences for the patient reported.